Event description:
It was reported, during preparation for use the subject device had poor vision. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following causes: "the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low". "The r-unit is broken and therefore the pixel shift is incorrect". "The video cable is broken and therefore flare or ghost occurs". Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer update: "the problem occurred before the operation with no consequences for the patient. No patient involved because before the operation."